Event description:
Subsequent to the initial MDR, clarification was provided on 04/09/2025. It was reported that an unspecified malfunction occurred. On 02/25/2025, in the middle of the night, the patient experienced extremely low blood glucose while sleeping, leading to seizures. Her insulin pump provided too much insulin based on the continuous glucose monitor (cgm) reading. Her husband administered baqsimi nasal spray (glucagon). Although the cgm was reported inaccurate, no blood glucose (bg) or cgm values were taken. At the time of the report, the patient was fine. Performance data was reviewed. The patient did not receive low or urgent low soon alerts as these alerts were disabled. At 06:49 pm on 02/24/2025, the patient's estimated glucose value (54 mg/dl) dropped below the urgent low alert threshold (55 mg/dl), and the app delivered an urgent low alert at 30 percent volume. The patient's estimated glucose value (egvs) remained below the urgent low threshold, and the app delivered an urgent low alert at 50 percent volume at 06:54 pm and 100 percent volume from at 06:59 pm to 08:04 pm. The egvs temporarily rose above the urgent low threshold, then the app continued to deliver urgent low alerts at 100 percent volume through a bluetooth audio output device from 08:19 pm to 09:04 pm. The app continued to deliver urgent low alerts at 100 percent volume from 09:09 pm until 12:09 am the next day, with four instances of temporary sensor error for 20 minutes or less. On (B)(6) 2025 at 12:14 am, the app began experiencing temporary sensor error. The app delivered the temporary sensor error alert at 30 percent volume from at 12:34 am to 02:24 am. At 02:29 am, the sensor failed and the app delivered a sensor failed alert at 30 percent volume. At 03:14 am, the app delivered another sensor failed alert at 30 percent volume, and it was acknowledged immediately. The device functioned within specifications and patient settings. The probable cause was that the alert was disabled. Data was provided for investigation. The allegation was confirmed via data as a no alert/notification. The probable cause was that the alert was disabled.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). D4 model no - correction. D4 catalog no - correction. D4 serial no - correction. D4 lot no - correction. D4 expiration date - correction to remove date from initial MDR. D4 primary UDI number - correction. H2 correction. H5 labeled for single use - correction.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, in the middle of the night the patient experienced extremely low blood glucose while sleeping to the point she did not woke up and experienced seizures. The insulin pump provided too much insulin based on the cgm reading. Her husband administered baqsimi nasal spray (glucagon). Although the cgm was reported inaccurate, there were no bg taken, it was only documented that the cgm was "low". At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.